Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation (orif) reaming the femoral neck of a gunshot to the femur. The stepped drill bit tip broke off into the femur. It was a left femur gunshot resulting to subtrochanteric neck region with common shaft fracture. The nail was inserted posteriorly in the period form as fast as guide wire was put in posterior in the neck reaming for recon screw in the very hard bone posteriorly. The tip of the stepped drill bit sheared off and left in the patient. The rest of the device was pulled out. Fragment were generated from broken device seemingly a singular fragment left in the proximal femur, broken fragments not removed from bone. Surgical delay was noted possibly a few minutes to allow for repositioning of nail to move recon screws more anterior. Procedure was successfully completed. Patient status case continued uneventfully, surgeon placed 2 recons screws in the femoral neck, the shaft fractured was secured by nail, drill bit tip was left in the proximal femur. Concomitant devices reported: unknown recon screw (part # unknown, lot # unknown, quantity# unknown), unk - guide/compression/k-wires (part # unknown, lot # unknown, quantity# unknown); unknown - nail (part # unknown, lot # unknown, quantity # unknown). This is report 1 of 1 for (B)(4).